Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. The visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of a "motor service due" alarm. Functional testing involved powering up the pump and showed that the pump duplicated the reported issue. The investigation determined that the motor being due for service was the cause of the reported issue. The motor was inspected, and the service alarm was cleared.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a motor error alert. No adverse effects were reported.

Event description:
Additional information was received indicating that there was no patient involved.